Event description:
It was reported that the patient was feeling diaphragmatic stimulation from the atrial lead. The device was reprogrammed and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead, (B)(6) 2006. (B)(4).